Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. Unfortunately, we did not receive any samples for evaluation, nor did we receive any photographic or visual evidence that would have allowed us to review the allegation in detail. Without this necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action at this time. As a result, no corrective action is required at this point. However, if samples are returned at a later date, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.3., h.6. And h.11.

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
The nurse taking care of patient went into patient's isolette for cares and found the PICC [peripherally inserted central catheter] line had snapped off at disc connection. A member of the PICC team removed the line from patient at that time. Entire line was accounted for after removal. At the time of the event dextrose 7.5% with 1/2-unit heparin/ml was infusing through the line. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: no other therapies.